Manufacturer narrative:
At this time, the lead remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead had presented for a device replacement. During the procedure, the lead exhibited high shock impedance measurements of up to 142 ohms in the right ventricular (rv) coil to can configuration. A commanded shock was performed, which resulted in shock impedance measurements of 137 ohms in rv coil to can. Shock impedance measurements in all other configurations were normal. The device was replaced due to a previous issue, and the lead remained implanted with the new device. The patient would continue to be monitored. No additional adverse patient effects were reported.